Event description:
It was reported that there was revision of lcs implants. Revision due to stiffness, particularly going up and down stairs which was developed postoperatively. This wasn't an issue initially post op but developed over time. The patient underwent debridement and contracture release which increased flexion to 85 degrees but it then stiffened up again to only about 45 degrees of flexion. This was her right knee, no issues with the left knee which notes mentioned had also had a tka. No pain in left or right knee. Sizes in situ from lcs were 2.5 tibia, 10mm insert and standard femur. Initial notes post op from [year] were stable and well-balanced knee but lateral retinacular structures were tight. No wear was observed on the insert. A fracture occurred post revision surgery, this was believed to be caused due to the high bmi. Fracture occurred in the femur above the stem (which couldn't be seen in the x-ray taken), this is believed to have occurred after the torniquet was removed and the leg moved post op.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received: "revision of lcs implants which were implanted on [date]. Revision due to stiffness, particularly going up and down stairs which was developed postoperatively. This wasn't an issue initially pots op but developed over time. In [year] she had debridement and contracture release which increased flexion to 85 degrees but it then stiffened up again to only about 45 degrees of flexion. This was her right knee, no issues with the left knee which notes mentioned had also had a tka. No pain in left or right knee. Sizes in situ from lcs were 2.5 tibia, 10mm insert and standard femur. Initial notes post op from [year] were stable and well-balanced knee but lateral retinacular structures were tight. No wear was observed on the insert. A fracture occurred post revision surgery, this was believed to be caused due to the high bmi (this was over 45 in [year] and we were informed it was similar currently). Fracture occurred in the femur above the stem (which couldn't be seen in the x-ray taken), this is believed to have occurred after the torniquet was removed and the leg moved post op.". The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed nothing indicative of a device nonconformance. The photos shows the device explanted with what appears to be biological material adhered. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the depuy duofix mbt tray sz 2.5 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.